Event description:
It was reported that the patient presented with endocarditis. It is unknown when patient presented for the first time. During an open-heart valve surgery to address the endocarditis, the implantable cardioverter defibrillator, right ventricular lead, and left ventricular lead were explanted and replaced. The patient was stable during and post procedure.